Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 314.036. Lot: l257808. Release to warehouse date: march 24, 2017. Manufacturer: (B)(4). No nonconformance reports (ncrs) were generated during production. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that scrdrivershaft-2.5-hex self-holding the tip of the device is slightly deformed. No other issues were identified. The dimensional inspection was performed for the scrdrivershaft-2.5-hex self-holding. The observed deform condition of the components is consistent with the complaint condition. The device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed scrdrivershaft-2.5-hex self-holding. While no definitive root cause could be determined, it is probable component was broken due to the unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawing reflecting the current and manufacture revision was reviewed. Dimensional inspection: checked the shaft diameter per drawing: measured: pass. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, e1.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the patient underwent a removal surgery of a plate and screws. Before use, the operating surgeon and staff were aware of the wear of the hexagonal part of the screwdriver shaft. At the discretion of the surgeon, the screwdriver was used and removal was attempted. The screwdriver and the screws did not engage properly so another screwdriver was used to remove screws. There were several screws that were stuck to the plate or bone and became difficult to remove. Only the plate was removed using a removal device and several screws remained in the body. The surgery was completed successfully with over 30 minutes delay. This report is for (1) small hexagonal screwdriver 2.5mm width across flats. This is report 1 of 3 for (B)(4).